Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s parent stated the skin was burning red, raised and painful, looked like cellulitis. A photo was provided and confirmed a red rash with diffuse bump in the shape of the transmitter holder on the skin. The patient was evaluated by a general practitioner on (B)(6) 2020 and diagnosed the patient with an infection and prescribed oral antibiotics. At the time of report, the patient was doing okay. No additional patient or event information is available.